Event description:
On (B)(6) 2024, neotract has been made aware that ¿a patient received 5 urolift implants. Nothing out of the ordinary and discharged the same day. The patient returned the next day after fainting and a CT scan revealed prostatic artery embolus (pae). The patient received 2 units of blood and was reported to be stable. The patient has heart history. The approximate size of the prostate was 40cc. This did not occur during the treatment of a median lobe¿. Additional information received on (B)(6) 2024, confirmed that pae refers to prostatic artery embolus and that the patient returned to the ER the day after the procedure, where the CT scan was performed. Further additional information received on (B)(6) 2024, indicated that the patient had fainted the day after the procedure and was hospitalized for at least three days. A blood transfusion of two units was administered as part of the treatment. The patient had no other known medical conditions except for heart history. No further details were provided.